Manufacturer narrative:
Source of report added. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter email address is unknown. This report is for an unknown trauma screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Head of screw was explanted, while shaft and threads remain in patient. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that surgery was performed for distal femoral fractures on (B)(6) 2017. In response to the patient¿s postoperative pain, explant surgery was performed for three (3) screws on (B)(6) 2018. While the surgeon was removing the last distal screw, the screw head was stripped. When the surgeon tried to remove it with an extraction screw, the stripped screw head broke off and stuck with the extraction screw. The surgeon decided to leave the fragmented shaft and threads in the patient¿s body because she judged the patient¿s pain could have been attributable to other causes. The surgery was finished within a 30-minute delay. No adverse consequences to the patient were reported. Patient outcome is stable. Concomitant devices: conical extraction screw for large screws & 4.9mm bolts (part number: 309.530, lot number: 0010235616, quantity: 1). This report is for an unknown trauma screw. This is report 1 of 1 for (B)(4).

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that surgery was performed for distal femoral fractures on (B)(6) 2017. In response to the patient¿s postoperative pain, explant surgery was performed for three (3) screws on (B)(6) 2018. While the surgeon was removing the last distal screw, the screw head was stripped. When the surgeon tried to remove it with an extraction screw, the extraction screw broke. The surgeon decided to leave the stripped screw in the patient¿s body because she judged the patient¿s pain could have been attributable to other causes. The surgery was finished within a 30-minute delay. No adverse consequences to the patient were reported. Patient outcome is stable. This report is for an unknown trauma screw. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Code 3191 used to capture surgical delay of thirty (30) minutes. Describe event or problem: the extraction screw has been identified as the broken device. The unknown trauma screw is still identified as stripped. This is now report 1 of 2 for (B)(4). Stripped screw was not explanted. There are no fragments. Concomitant medical products: the extraction screw (part: 309.530) is now considered to be a suspect medical device and is no longer considered to be a concomitant device. The date received by manufacturer for (B)(4) (follow-up report 1) is april 27, 2018. Device is not broken. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.